Event description:
PICC line placed. The line has peel away sheath that is removed by snapping two small "wings" together which breaks the top and allows you to peel the sheath away. When performed, one wing broke off making it impossible to peel away the sheath and the line needed to be removed. Additional attempts to gain IV access were unsuccessful.======================manufacturer response for single lumen PICC w/stylet, neomagic (per site reporter).======================the manufacturer was made aware of the issue and is arranging to pick up the defective product.